Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation. It was stated, the patient had their devices replaced due to the patient suddenly experiencing electrical shocks in the chest, radiating to the arm. The patient's condition after the replacement was reported as "ok". Reference MFR. Report # 9614453-2011-02653.